Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated technical error codes indicating ventilation stopped and communication error. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse )due to several technical alarms referring to software, ventilation and communication errors, control printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. Control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. The pcb was sent for further investigation. Visual inspection of the returned control pcb revealed no abnormalities. Then the pcb was tested in our ventilator laboratory. Only the communication error was displayed immediately after all three (3) start attempts. Our conclusion is that the device failed to meet its specifications. The most likely cause of the reported problem with the generation of the technical alarms is a defective control pcb.